Manufacturer narrative:
1. No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d141210-2). 2. Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (0.8 ua) met acceptance criteria (< 55 ua). 3. Strips were manufactured on 12/10/2014 and were expired in 12/2016. Because the suspected strips were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d190909-1) and control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results (level low: 59/58; level high: 276/266) met the acceptance criteria (level low: 30~80; level high: 200~310). 4. As above, no non-conformance and malfunction of the suspected device were found except expired strips. The matter should result from using expired strips by the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 10:30pm at home. End-user stated he tested his blood glucose with his prodigy meter and got a result of 350mg/dl. The end-user stated that in total he took 80 units of insulin and tested his blood glucose again and got a result of 299mg/dl. He stated that he then started feeling shaky and sweaty. He stated that he tests 5 times a day. The end-user was informed that his test strips are expired and not to use any expired products. A normal result for that time of day for him is around 130mg/dl. The end-user stated that he went to (B)(6) hospital-(B)(6) and upon arrival his blood glucose was 64mg/dl. He stated that he was given orange juice and received no other treatment. The end-user stated that he was discharged with a blood glucose of 110mg/dl and was told to follow up with his primary doctor. No additional information was provided.